Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was dim. Reportedly, the screens could not be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with reddish text. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the audio bolus button was unresponsive with no physical damages found on the button cover. Removal of the bolus button cover found part of the button assembly missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.